Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was experiencing poor coupling. Caller reports they are getting only 6 coupling bars. Caller states the ins is moving all over the place and are wondering if that could affect coupling bars. Caller states patient lost a bunch of weight within a year and if that could affect the ins moving around. Caller states they saw the physician's assistant at the healthcare provider's office and they couldn't do anything. Caller asked what they should do. A replacement antenna was sent to the patient. No further complications were reported or anticipated with this event.